Event description:
Patient reported two months prior experiencing the infusion set disconnecting from the luer lock. Patient indicated that she was unsure if her dog had chewed the infusion set or if the product was defective. Patient indicated that her blood glucose was elevated, but did not recall the level. Patient indicated that she replaced the infusion set, administered a bolus and her blood glucose was "okay." Patient indicated that medical assistance was not needed to address this issue. Patient is not returning product.